Event description:
It was reported that during a pci procedure, the express2 coronary stent moved on the delivery device. The 99% stenotic lesion being treated was located in the calcified left anterior descending artery (lad). Following predilation, the express2 stent delivery device could not cross the lesion. While withdrawing the express2 stent delivery device back into the guide catheter, the stent hit the tip of the guide catheter and moved. The physician then removed all systems as one unit without complication. The procedure was completed with another MFR's stent, and pt status was reported as 'good'.